Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a damaged battery cap and that the insulin pump would sometimes shut off as a result. The patient's blood glucose at the time of incident was 8.0 mmol/l. Troubleshooting was initiated for the physical damage and it was confirmed that the insulin pump was sometimes dropped or bumped. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. However, the insulin pump was not returned for analysis.